Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm the customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 147 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.